Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
The patient reported that they had been doing fine since implant. They activated the personal therapy manager (ptm) two weeks ago (from (B)(6) 2015). On (B)(6) 2015, he started feeling like he was "going through withdrawal." On (B)(6) 2015 and (B)(6) 2015, he was sick. The patient reported that he was on a low dosage, and normally when he pushed the bolus, he could feel the meds go in him. The patient did not think the pump was working. No interventions were mentioned. The indication for use was non-malignant pain. The drugs being delivered via the system were clonidine and dilaudid. The dose, concentration, and lot numbers were unknown. Diagnostics performed, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.